Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device would not deliver a shock. Although the device was reported to be in clinical use at the time of the alleged failure, there was no reported adverse event to a patient or user as a result of the issue.

Manufacturer narrative:
Additional information: patient involvement updated patient code updated .

Event description:
It was reported to philips that the device would not deliver a shock. There was no patient involvement.